Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net experiencing arrhythmia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of competitive atrial pacing and fusion/ pseudo fusion. Programming changes were suggested. No intervention was performed and patient will be further monitored. The patient was in stable condition.